Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, a foreign material suspected to be a fragment of a biopsy valve fell off inside the patient's body during use with a scope. There was an extension of less than 30 minutes. The endoscope was not removed. The fallen foreign material was noticed immediately, and it was fully retrieved and the procedure was completed. The physician stated, ¿it is likely a biopsy valve". There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of biopsy valve. The cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.